Event description:
Information was received from a family member/friend regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the device would not work. The caller had tried charging the stimulator as a troubleshooting step. The patient had last charged 2 weeks ago. The caller checked the programmer status and it showed the screen to recharge. Caller states the patient last charged 2 weeks ago. Caller states they are very familiar with the recharger/programmer. Pss asked they check status of programmer and patient was getting the screen to recharge the implantable neurostimulator (ins). The patient and caller set up the recharger and were getting the recharging screen but there were no coupling boxes shaded. It was advised that they attempt an antenna locate (al). The caller stated that they would call back later. There were no patient symptoms reported. It was asked but unknown when this event started. No further complications were reported.